Event description:
Nurse taking care of patient noticed that "the pca was leaking from morphine side of pca. Upon inspection, it became clear that the syringe was leaking when button was pushed." Morphine was wasted, syringe sent back to pharmacy, new tubing and med administered. Upon visual inspection, syringe appears to be cracked at the tip end. Dates of use: (B)(6) 2011. Diagnosis or reason for use: left proximal humerus fracture.